Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0llsl, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient was doing well.

Event description:
It was reported the lead would not go into the head of the implantable neurostimulator (ins). The doctor tried to unscrew the set screw ¿a bit ,¿ but it did not work. An ins block failure was noted. The ins was not implanted and a second ins was used and the lead went in ¿fine.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.